Manufacturer narrative:
D10 concomitant products: sigadaptshort, sig power sigadaptshort lin short adapt (sn:unknown); sigphandle, sig power sigphandle handle, (sn:unknown); sig60axt, tri 2.0 sig60axt 60 xtra thk 15mm, (lot#unknown); sigpshell, sig power sigpshell control shell (lot#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic wedge video-assisted thoracoscopic surgery (vats), multiple issues were encountered with the use of the device and associated components. The stapler experienced firing issues, including partial firing and an excessive load detected error message, which occurred twice. Staples began to pile up and were unable to deploy and seal the tissue. The surgeon attempted to resolve the issue by using a device to create a path through the previous staples. The device was replaced multiple times, and a manual handle was tried after the device could not work. The procedure time was extended due to these complications. The patient outcome included an air leak as an adverse event.